Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/16/2024, it was reported by a sales representative via (B)(4) that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer cold welded together. This occurred during a case. Additional information was provided on 04/17/2024, where the sales representative stated this event occurred during a reverse total shoulder case on (B)(6) 2024. The patient had very hard bone quality.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9597-20 serial/batch number (B)(6)was received for investigation. Functional testing was not performed due to there being an ar-9676 angled reamer shaft was stuck inside the device that cannot be removed. Visual evaluation revealed abrasion marks on the base of the angled reamer, inside of the inner diameter of the device. The most likely cause is attributed to misuse due to interference with the mating instrument.